Manufacturer narrative:
(B)(4). A customer spoke with covidien technical support and then changed out the patient circuit. The customer then ran testing and the ventilator passed all tests.

Event description:
It was reported that during patient use, a ventilator generated error messages of low inspiratory pressure and patient disconnect. The patient was removed from the ventilator and placed on an alternate device.